Event description:
"Surgeon went in with a bladed trocar and said the shield malfunctioned and didn't cover the blade once the trocar was in the abdomen. He cut a vessel and had to convert. He also had a vascular surgeon come into assist. The case was converted from laparoscopy to an open procedure. A vascular surgeon had to be called in. The patient was ok, and has not had any problems as a result."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.